Event description:
It was reported that occlusion alarms occurred, leading to the customer's blood glucose level reading as ¿high¿ earlier in the day. To address the high blood glucose issue, the customer administered a correction injection via multiple daily injections (mdi). Despite troubleshooting efforts by technical support, the problem persisted, and the customer eventually declined to further troubleshoot the issue with tandem technical support, therefore no additional information was obtained.